Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim other. Patient said their patient programmer (pp) "won't connect" to their ins and saw the warning power on reset (por) message. They further said they were brushing their teeth and stimulation felt like it was "hitting a nerve" and they couldn't walk as a result. They noted that it "only lasted a few minutes" and they were going to adjust stimulation after this happened, but saw their message so they couldn't. The patient said the stimulation output issue went away after a few minutes; they are no longer experiencing the stimulation output issue. The patient mentioned they haven't used the stimulator for a while and hasn't needed to because things have been going smoothly. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). They added that they don't have a managing hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.